Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a new bag of magnesium sulfate was hung at 0815 with two rn's to check dose, rate, patient, etc. At approximately 0845 called to patient room. Pt c/o feeling very hot, dizzy, shortness of breath after getting up to use the restroom. Vital signs were within normal limits, however patient did appear flushed. Checked IV pump and noted pump rate at 300ml/hr. 100ml infused in 30 mins. Infusion turned off. Magnesium blood level drawn and result within normal therapeutic range. Infusion was restarted after normal level result per md. Patient feeling "back to normal" within 30 minutes after infusion turned off.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a new bag of magnesium sulfate was hung at 0815 with two rn's to check dose, rate, patient, etc. At approximately 0845 called to patient room. Pt c/o feeling very hot, dizzy, shortness of breath after getting up to use the restroom. Vital signs were within normal limits, however patient did appear flushed. Checked IV pump and noted pump rate at 300ml/hr. 100ml infused in 30 mins. Infusion turned off. Magnesium blood level drawn and result within normal therapeutic range. Infusion was restarted after normal level result per md. Patient feeling "back to normal" within 30 minutes after infusion turned off.